Event description:
On (B)(6) 2009, the pt reported that in the mornings he finds air bubbles in the insulin cartridge of his infusion device. He said he uses room temp to fill the cartridge, adjusts the piston rod, and attaches the adaptor and tubing prior to inserting the cartridge. Courtesy cartridges and adapters were sent to the pt. On f/u with the pt on (B)(6) 2009, she stated she has had no further air bubble issues since she began using the new adapter. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.